Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4),implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was receiving normal/proper therapy at her appointment. There was an electrode that was not working. Impedances were ran and electrode #9 was over. The prior programming was not using that electrode. Programming was left the same. The patient¿s initial call was because she felt pain in her back near where she believed her initial surgery site was on, one occasion in late july. The patient also reported falling to her knees in a store unrelated to stimulation prior to this occurrence. It seemed to be working the same before and the patient felt as if it were working properly. The patient was to inform her hcp and company representative if any other episodes occur.

Event description:
It was reported stimulation was in the wrong location. Starting a day before the report the patient was feeling stimulation in her left side sporadically. It was mentioned the same situation happened about 1-2 years ago and the company representative fixed it by reprogramming. The company representative told the patient 1-2 years ago that the patient¿s lead wire ¿broke¿ but the company representative was able to fix it with her computer. It was mentioned the patient fell seven days prior to the event and they went into the ER and got an x-ray done on their spine. The ER healthcare provider (hcp) mentioned the patient¿s spine looked okay. The device and leads were not checked in the ER. A message was sent to a company representative for reprogramming per the patient¿s wishes and it was suggested the patient also contact the hcp¿s office regarding scheduling. It was mentioned the patient had an epidural appointment scheduled with the hcp on (B)(6) 2014. Additional information has been requested.

Event description:
It was confirmed that the patient did have her epidural as planned. After the appointment the stimulation went real fast and then stops, like a short circuit. The same thing happened back in (B)(6) when the patient was told the wire broke and they had to reprogram around it. The patient had an appointment on (B)(6) 2014 but it had to be rescheduled for the (B)(6).

Event description:
The patient has cancelled her appointment twice. This time it was scheduled for (B)(6) for reprogramming as well as follow up with her physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the stimulation had been going down the legs instead of treating the correct areas of the patient's back. No further complications were reported.